Manufacturer narrative:
Hardware analysis confirmed the reported issue. The balloon separation observed was consistent with trying to remove a balloon that was not fully deflated. Due to the balloon being in segments, the balloon could not be tested for leak or rupture through inflation.

Event description:
During the procedure when the surgeon was finished with ballooning, resistance was met when removing the balloon through the guide sheath. The surgeon felt the balloon burst and saw under fluoroscopy that the balloon had burst in the sheath. The surgeon then used another balloon to plug the end of the sheath to trap the remaining pieces of the balloon in the sheath. The surgeon then pulled everything out. There was no impact to patient outcome. Additional information received from the manufacturer representative indicated the surgical technician used the same technique when deflating the balloon as usual. Fluoroscopy was also performed to confirm deflation.